Event description:
It was reported that the patient had gone through an airport security scanner at 3:30 p.m. On (B)(6) 2015; they had been fine for 24 hours after that. Subsequently, around 1 a.m. On (B)(6) 2015, a two-tone pump alarm was heard every 45 minutes; around 3:30 a.m., it was every 15 minutes. The alarm stopped around dawn. The patient saw their healthcare provider (hcp) at noon that day, and they were unable to find anything wrong with the pump. The hcp interrogated the pump, but there was no record of an alarm going off. The pump was noted to be due for replacement in 4 months, and the next refill was due in august. No patient symptoms were reported. The patient was to follow up with their hcp. On (B)(6) 2015, the patient went through airport security. Subsequently, on (B)(6) 2015, the patient continued to experience intermittent motor stalls and recoveries, that continued through the morning at 02:03 on (B)(6) 2015. The pump was to be replaced the next tuesday, and sent in for analysis. The pump was programmed off, with the password, as the patient was alarming every 10 minutes. It was noted that the pump was 7 months from end of service (eos). The pump was being used to deliver dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0058119r, implanted: (B)(6) 2001, product type: catheter. (B)(4).